Event description:
The home health nurse/reporter called lifescan (lfs) in 2005, and alleged that the pt's meter was prompting an error 1 message. Four days previously, the pt's home health nurse contacted the pt because of the meter reading. The reading, if any, was not reported. The nurse was given the device to begin the pt on a sliding scale. The reporter was unable/unwilling to state if the pt was experiencing any symptoms at the time. No other medical intervention was reported. The issue was not resolved with troubleshooting.